Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4). "Underinfusion". "Incident date/time: (B)(6) 2022, 1548 - 1752hours. Medication: dextrose 5% with oxaliplatin. Based on end user's description: dextrose with oxaliplatin chemotherapy started at 1548 hours, rate 155ml/hr, vtbi 320ml. At 1752hours, end user noticed there is still fluid in the fluid bag when it was expected to be empty. End user removed the tubing and changed to another infusomat space pump to continue the remaining volume left in fluid bag, estimated to be approximately 100ml and the therapy completed on time uneventful. Based on device history log: no discrepancies found. Checked with end users, the chemotherapy total volume in the fluid bag is approximately 280ml. As the disposables used were contaminated with chemotherapy drugs, they were not released for further investigation. No further complication reported after the event."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device history files at 2022-05-25 were read and analyzed. At 15:46 p.m. A new rate (155,0 ml) and a new vtbi (320,0 ml) was set. One minute later the infusion was started. At 17:51 p.m. The infusion was stopped by reaching the vtbi (320 ml). The history files showed no anomalies. A visual inspection was performed. It was found that the hinge covers were "twisted", making it difficult to move the operating unit. Furthermore, the device was in a clean state and no visible damaged are to located. A functional test was performed. The device passed the self test. A space line was inserted, and the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. For checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matched the required values and standards. All measured values were within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -0,94%. (Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matched the required values and standards. All measured values were within our specification. During the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation.